Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a high impedance warning, a confirmed fracture and intermittent capture at high thresholds. Additionally, the electrocardiogram showed noise and a fluoroscopy showed the lead tip had separated from the lead body. Furthermore there was some calcification on the lead tip and insulation damage. The lead was capped and partially explanted. No patient complications have been reported as a result of this event.